Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: a celect-pt filter had penetrated the caval wall and was retrieved. The patient was fine after the ivc retrieval. A single image from a venogram along with the complaint report was provided for clinical assessment. Per clinical assessment, an inferior venocavogram demonstrates the celect platinum ivc filter in the infrarenal ivc with 20.4° of leftward tilt. The infrarenal ivc measures 20.6 mm in diameter. There is no evidence of retained thrombus in the ivc filter. The hook and proximal neck of the ivc filter project outside of the column of contrast by approximately 1 cm. In addition, at least 2 primary filter legs and 2 secondary filter legs project greater than 3 mm outside of the contrast towards the right, indicating penetration. Cook was unable to conduct a review of the device history record, as the lot number of the complaint device was not provided for the investigation. According to instruction for use vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Based on the provided information and clinical assessment a likely cause for this event is not possible to establish. However, it has been seen that improper deployment or manipulation near in situ filter could contribute to this event. No evidence to suggest that the device is not manufactured according to specification. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). PMA/510(k): k171712. Investigation is still in progress.

Event description:
"Ir phycisian took out the attached celect filter. It was not placed by him (it was placed out of state). The patient was not symptomatic. It was taken out tuesday (B)(6) 2019". Additional information received 16oct2019 from rep. The implanted filter had perforated the caval wall. "The patient is fine after the retrieval".